Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the mechanical base plate fluid damage, the electrical pin connector fluid damage, the pcb for cmos drive fluid damage, the suction channel buckled, the lg connector corroded, the air/water socket leak, and the remote control buttons cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).